Event description:
Second degree burn on skin when using icyhot heat therapy made by chattem, inc. Dose or amount: single patch, frequency: once, route: cutaneous. Dates of use: once. Diagnosis or reason for use: back pain. Event abated after use stopped or dose reduced: no.